Manufacturer narrative:
510k: this report is for unknown quantity of screws /unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). The surgeon was performing an ankle scope and removed the screws in the process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a screw removal procedure was performed on (B)(6) 2017 from a patient's ankle. The original implant date is unknown. The reporter states that the surgeon was performing an ankle scope and removed the screws in the process. The reporter is not sure why the screws were removed and does not have any additional information. The sales consultant does not know how many screws were removed. This report is for unknown quantity of screws. This report is 1 of 1 for (B)(4).